Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that about 6 weeks ago they began to experience fecal incontinence. Prior to the event, the patient said the therapy worked perfectly and their bowels were great. The patient mentioned that their activity level changed the day before the event. The patient said they started walking for 30 minutes a day, and the next day they suddenly noticed the fecal incontinence. The patient noted that sometimes the incontinence can be really terrible, and sometimes not too bad but it's there constantly. The patient denied having any falls or doing any excessive bending, twisting, or stretching prior to the event. The patient thought their ins battery might not be holding a charge as much as it used to because the ins battery level used to never get below 60%, but one time they remember seeing the ins battery level at 10% which they had never seen before. The patient confirmed they always charge the ins battery to 100%, and they charge it once a week. The patient reported the issue to their hcp, and the hcp referred the patient to representative (rep) whom the patient spoke with a couple of weeks ago. The rep advised the patient to trya different program, so the patient changed to program 7 which was the only program they hadn't tried. Rep advised the patient to stay on that program for a couple of weeks (which the patient did) but it still wasn't helping their incontinence so the patient increased the amplitude. However, once the amplitude was above 3.5 ma the stimulation was hurting the patient's leg, so they decreased it back to 3.5 ma. The patient mentioned that sometimes when they sit down they can feel the stimulation rubbing up the bottom of their leg "like crazy" which they hadn't felt before. The patient had an appointment with their hcp yesterday and a different representative (rep) was present. The rep tested the ins and confirmed the patient was charging the ins battery to 100%, but they could not tell if the ins battery was holding a charge. The patient said their hcp will be ordering an x-ray to see if the lead "pulled or something."

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-nov-03 additional information was received from a healthcare professional (hcp). They reported that the cause of the battery not holding a charge was know. They said the battery was charging up to 90% with normal impedances on all electrodes per the manufacturer representative that was present during an office appointment on (B)(6) 2025. This issue had not yet been resolved. The issue of the stimulation in the leg was also not yet resolved, but the patient will be getting an x-ray done. It was also reported that somebody on the patient's care team had them try program 7 after a sudden change in symptoms, and while their symptoms were a little better, they were not as good as they had been for the past four years. No falls or trauma were reported and the patient mentioned that their symptoms improve right after a recharge. The patient was provided with a patient support number to check for any issues with the recharging components. The hcp reported seeing on the programmer that the recharging sessions were charging the battery up to 100%. The patient also reported to the hcp that they had tried programs 1-5 in the past without success before settling on program 6, so they were hesitant to try other programs again.